Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an initial implant procedure for a right ventricular (rv) leadless pacemaker (lp), a perforation of the right ventricle outflow tract resulting in low blood pressure, effusion and tamponade was observed. The perforation was surgically repaired to resolve the event. The lp was successfully implanted and the patient was in stable condition.